Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was lack of tremor control/efficacy. There were no environmental/external/patient factors that may have led or contributed to the issue. Programming did not improve symptom relief. There was surgical replacement of the right lead on (B)(6) 2020. The patient's new lead was placed adjacent to existing lead. The issue was resolved.